Manufacturer narrative:
Updated information received via revision operative notes. Device history records were reviewed and no deviations or anomalies were found. Review of revision operative notes confirms patient underwent a revision left total knee arthroplasty due to aseptic failure. The tibial plate was explanted preserving excellent bone stock. It was reported that there was what appeared to be 50% of bone ingrowth on the distal surface. The pegs were reported to be well ingrown, except the medial peg which had less than 50% of bony ingrowth. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is further reported that the patient has been revised due to tibial loosening.

Manufacturer narrative:
The condition of the devices is unknown as there were no photos or devices received. The device is used for treatment. The primary surgery notes confirm that the patient underwent left total knee arthroplasty for severe degenerative joint disease of left knee. When the trials were inserted the doctor confirmed that the retinaculum and lateral collateral ligament released. After the final components were placed, the range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella using a no-thumb technique. Review of primary operative notes does not indicate root cause. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt is experiencing pain and the knee is sore to the touch.

Manufacturer narrative:
This report will be amended when out investigation is complete.